Manufacturer narrative:
A product investigation is in progress.

Event description:
Pain removing tampon-vagina [vulvovaginal pain]. String broke off a tampon trying to remove it, removing tampon caused pain [complication of device removal]. String broke off tampon trying to remove it [device breakage]. Case description: consumer sent e-mail stating the string broke off a tampon while trying to remove it. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Pain removing tampon-vagina [vulvovaginal pain]. String broke off a tampon trying to remove it, removing tampon caused pain .[complication of device removal]. String broke off tampon trying to remove it [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer sent e-mail stating the string broke off a tampon while trying to remove it. No serious injury was reported.